Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had power loss error alarm. The customer¿s blood glucose level was 244 mg/dl. Customer stated that they had power loss error alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing or in power graph. Device connected successfully to blood glucose meter. (B)(4).